Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient¿s blood glucose level was "high" (27.8 mmol/l, 500 mg/dl) with ketones of 6.7. It was noted that an alarm had occurred during use. Additional information regarding the event was solicited but not provided by the patient. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.